Event description:
It was reported that the patient presented remotely via merlin.net. It was noted during ventricular tachycardia (vt) storm, the pacemaker exhibited under-sensing. Programming changes were made. The patient was in stable condition.